Event description:
As reported by the user facility: reports flow rate not accurate, but specifics not known. Pump also shut off during infusion with ff code but number unk. Ref MFR number 9610825-2014-00128.